Manufacturer narrative:
H10: additional manufacturer narrative. Updated f10, h3, and h6 per new information received h3: product evaluation: customer report of pvl could not be confirmed through visual observations and valve condition as received. Valve was completely cut down leaflet 1 and through the valve frame. Valve wireform was exposed at the cut areas. Edges of cut leaflet appeared to match up. X-ray demonstrated frame expanded and cut frame was folded inward around leaflet 3 near commissure 1. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­5mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Leaflet 3 had a missing torn out section near commissure 1, approximately 4mm x 7mm in size. Torn out leaflet section was not returned with valve. Sewing ring had multiple cuts around the valve. A suture hole was visible near one of the three black stitch markings on the sewing ring. Photos provided appeared consistent with lab findings. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Depending on the severity of the pannus, it may or may not require intervention.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated h6 per new information received.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated d4 and h4 per new information received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 19 mm aortic valve was explanted after 2 years and 10 months due to paravalvular leak (pvl). As reported, the index procedure was uneventful, but an acceptable small paravalvular leak was observed on post-operative echo, which increased quite immediately. The subject valve was perfectly healed except just to the right of the bicuspid commissure between the left and right leaflets. Per surgeon, the 19 mm valve could have been small to this patient and the bicuspid anatomy might have contributed to the pvl. An attempt to treat the pvl with an amplaz (non-edwards) device was performed after 1 year and 11 months without success. As reported, the patient continued with symptoms and hemolytic anemia due to the pvl. A 21mm valve was implanted in replacement. After the procedure no pvl was observed. The patient was discharged in good condition.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated b5, b7, d4, d6, d7, and f10 per new information received.

Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. The device was not returned for evaluation, as it remains implanted. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 21mm aortic valve has been placed under consideration for a re-do aortic valve replacement due to perivavular leak after an unknown implant duration.